Event description:
It was reported that by the patient: "my alarms were going off telling me to call 911". The patient presented to the emergency room. The patient complained of being lightheaded and dizzy. The patient denied having any chest pain. The patient also denied being shocked. Several tests were performed. It was reported that the device pacing and sensing was inappropriate. The patient stated: "the [representative] apologized and said that I had improper settings from 2007 that the frequencies were set too low." "That's why it was sounding false signals". It was further reported that patient was discharged from the emergency room on the same medication where there were no changes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).